Event description:
Boston scientific reported lead was explanted due to unknown reason.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, signs of abrasion were found along the lead body. However, the insulation was intact.during further inspection, no deviations were noted that might have contributed to the reported clinical event. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.